Event description:
A 16 year old pt with cerebal palsy was taking a breathing treatment using a pulmomate compressor nebulizer. The machine slid onto the child's leg and he was burned. He was treated at a hospital for 2nd and 3rd degree burns.